Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low and high blood glucose of 17 mg/dl to 480mg/dl. The customer left the hospital after their blood glucose stabilized but then had to go back to the hospital when their blood glucose was 17mg/dl. Customer treated with manual injection. Customer indicated that they do not want to disclose any of the hospital information and would call back at a later time.